Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the helix of the patient's right ventricular (rv) lead would not extend correctly when in place or after removal and tested. Another rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.